Manufacturer narrative:
No product was returned however the pumps operators manual indicates that the pump will alarm (high pressure) if the pump detects an occlusion; this does not necessarily indicate there is a problem with the pump. There is no evidence that the pump failed to meet specifications. If the product is returned, the manufacturer will reopen this complaint for further investigation. A service device history review was performed and the current problem was found not to be related to a previous repair of the pump within the last 12 months.

Event description:
It was reported that though the caller denies any tubing kinks or closed clamps, the pump powered off and back on but the alarm persists. The pump was placed three days ago. Explained to the caller that occlusion may be in the internal portion of the catheter and recommended that the catheter be removed as the alarm is unable to be cleared. Also explained that the cassette is locked, therefore unable to further troubleshoot the alarm. The caller chooses to attempt a restart once more after repositioning the tubing. The pump powered back on again, but the alarm persists. No additional information is available. No patient injury was reported.